Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
All components are in place and in good conditions as well as the end device function properly. The sample does not have any broken or damaged components that could have affected its function. During sample evaluation, it was verified that the plate was able to be opened and closed without any issue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgical procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, the reservoir could not be locked well when waste fluid was discarded and the reservoir was being locked again. There were no adverse consequences reported. No further information is available.